Event description:
Pt revised to address loose femoral and tibial components at cement/bone mantle.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Depuy cmw states a retained sample could not be obtained as the product is from an old lot number which has been disposed of according to depuy cmw's retained sample procedure. Depuy cmw reviewed the device history records for the cement lot and found one deviation from normal process which will not affect the formulation of the performance of the cement. All mechanical properties were found within spec. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.